Event description:
The surgeon experienced difficulty when attempting to seat the apex-lnk acetabular insert into the acetabular shell. The pt was not harmed by the event. There was a 15 minute delay in the surgical procedure.

Manufacturer narrative:
The acetabular insert could not be evaluated, because the acetabular insert was not returned, since the acetabular insert was discarded by the hosp.